Event description:
In 2007, pt had procedure to place a zenith flex endovascular main body stent graft and two iliac legs. Two months later, pt underwent emergency surgery to repair a type I endoleak due to a large iliac aneurysm. The endoleak was repaired using a two iliac leg grafts.

Manufacturer narrative:
Eval: the outcome of aaa repair utilizing an endovascular graft is dependant upon accurate pre-procedure measurements and knowledge of the pt's anatomy. Good angiography and CT imaging are paramount for accurate planning. Careful eval of the pt's anatomy from the distal thoracic aorta to the superficial femoral arteries should be made. Our investigation indicated that the event was caused by adverse pt anatomy and incorrect planning and sizing of the initial grafts that were placed.